Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent. One day after the onset of the cloudy effluent, the patient went to the emergency room. On the same day, the patient was diagnosed with peritonitis and admitted to the hospital. The patient was treated with unknown antibiotics (dosage, route, frequency, and duration not reported) starting on the day of hospitalization. At the time of this report, the patient remained hospitalized. The patient was reported to be recovering from the event. No additional information is available.